Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the upper and lower cases were broken, therefore they were replaced. Analysis also noted that the battery release was contaminated, one side bail cover, the ring cover, one output connector and the battery drawer were broken, one side bail cover, one side bail, the ring bail and two case screws were missing, the battery contacts were compressed, the serial number label was torn and the lead flex cover was corroded. (B)(4).

Event description:
It was reported that during routine inspection of the external pulse generator physical case (housing) damage was noted. The generator was returned for service. There was no patient involvement. The generator subsequently tested out of specification during manufacturer's analysis.